Manufacturer narrative:
It was reported that the patient had an infected choleostoma. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, january 18th, 2016.

Event description:
Per the clinic, the device was explanted (date not reported) due to an unknown reason.additional information has been requested but has not been made available as of the date of this report, (B)(6) 2015.